Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h6 (health effect - clinical code, device code, type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (component codes).

Manufacturer narrative:
H11: corrected data: corrected section h6 (health effect - clinical code, device code(s), investigation conclusions).

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Product evaluation: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact and minimal to moderate calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 4mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2 at the outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around leaflet 2 on the outflow aspect. Sutures remained attached to the sewing ring around leaflets 1 and 2. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 25mm pericardial mitral valve, implanted approximately nine (9) years and eleven (11) months, was explanted due to mitral stenosis secondary to calcification. The device was explanted and replaced with another 25mm mitral valve with no adverse patient events. The patient status was reported as recovered. Upon the valve explant, one of the leaflets near the stent post where corresponds to p3 was hardened by calcification. The site was also fused with chordae tendineae. The surgeon commented that the valve did not fail prematurely. There was no allegation of device malfunction. Per product evaluation: customer reports of calcification and stenosis were confirmed. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis.